Event description:
A malfunction was reported on the pump, but no notable events occurred prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided information for resetting the pump and assisted the customer in doing so, which resolved the malfunction. The customer was advised to continue using the pump and to contact support if the malfunction reoccurs, which the customer understood and acknowledged.